Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Follow up information identiifed the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy has resumed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported the ipg was unable to communicate with the programmer and he stopped receiving stimulation following pancreatic surgery on (B)(6) 2017. Troubleshooting was unable to resolve the issue. The issue was confirmed by a sjm representative. Surgical intervention may be pending to address this issue.